Manufacturer narrative:
If implanted, give date: not applicable as device was inserted and removed within the same procedure. If explanted, give date: not applicable as device was inserted and removed within the same procedure. The device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during injection of the iol (intraocular lens), a tear was noted in the posterior capsule. Therefore, the incision was enlarged to remove the iol. The replacement lens is a different model, za9003 21.5 diopter. It's a 3-piece lens which was implanted in the sulcus. Reportedly, no sutures were required. No additional injuries were reported. The suspect iol will not be returned as it was discarded. No further information was provided.